Manufacturer narrative:
Per the instructions for use, paravalvular leak (pvl) is a potential adverse event associated with bioprosthetic heart valves and the transcatheter aortic valve replacement (tavr) procedure. The patient screening manual and the procedure didactic identify several procedural and anatomical factors which could contribute to pvl, including device malposition, inaccurate measurement of the native valve annulus, uneven distribution of calcium on the native valve, bulky or severe calcification, an elliptical annulus shape and valve under-sizing. Physicians are extensively trained by edwards before they are qualified to use the sapien thv. The patient screening manual instructs the operator on proper aortic valve & root assessment, including the use of echo, aortogram and CT to appropriately measure the annulus diameter, content and distribution of calcium, and leaflet characteristics. Contraindications, important considerations when assessing the valve, and choosing the proper thv are also discussed. The thv training manuals also instruct the operator on proper positioning and deployment of the valve, including all procedural and anatomical considerations. Device preparation, approach, deployment, imaging, procedure-specific training manuals and proctored procedures are also included. In this case, the pvl was attributed to the valve being slightly undersized, based on limited imaging. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.

Event description:
After deployment of a sapien xt valve in a 60:40 aortic/ventricular position, a tee revealed moderate+ paravalvular leak (pvl). Post dilation was performed but the pvl did not diminish. The patient also went into complete heart block after valve deployment. A decision was made to place a second valve. The valve was positioned and landed 60:40 a/v within the first implanted valve reducing the pvl to almost zero. As reported, the procedure was coming to completion; the patient's heart rate remained too low to remove the temporary pacemaker. The hr was below 30 bpm without any pacemaker support. The patient received a dual chamber permanent pacemaker implant (ppm) before leaving the room. The patient was then extubated and taken to the ICU for recovery in stable condition. In the evening post tavr procedure, the patient experienced a stroke. Seven days post tavr procedure, the patient expired. As per post procedure echo, the valve was successfully deployed and well seated with normal leaflet motion; trivial pvl was noted. The native aortic annular diameter measured 460-500mm2 by 3d tee with diameters of approximately 23mm x 24mm by tee. The pre-tavr CT was done without contract due to patient conditions; therefore, an accurate assessment of the aortic annular area and diameter could not be made from the CT. The team concluded that a 26mm sapien xt would be the most appropriate size valve for the patient.